Manufacturer narrative:
Follow-up #1 date of submission 10/28/2015-device evaluation: the pump has been returned and evaluated by product analysis on 10/14/2015 with the following findings: a review of the pump black box data showed no evidence of short battery life. A cs 128-fb80 replace battery alarm was observed, indicating that a partially discharged battery had been installed. During a visual inspection, there was moisture corrosion observed in the battery compartment. A leak test was performed and the battery compartment crack was found at the threads on the side. The battery cap fully secured to the pump. The ez-prime steps were performed correctly; current draws measured within specifications. The pump case was removed and no evidence of moisture ingress or intermittent condition was found to the power circuit. The complaint of a battery life issue was not duplicated during investigation. (B)(4)

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life with damage/moist) issue. It was reported that the battery compartment was cracked and there was moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.